Event description:
During a procedure performed to treat a dissection of the high cervical left internal carotid artery, two stents were placed overlapping one another. However, a minor filling of the dissection flap remained and the physician attempted to advance a microcatheter over a guidewire for further treatment. However, the subject device became tangled with the struts of the stents. The physician was unable to untangle the subject device and the distal end broke inside the stents. The stents and the subject device were removed using a snare and removed through the abdominal aorta. The stents and the fractured segment of the subject device became lodged and remain at the aorto-iliac bifurcation. Two new stents were placed to repair the presenting condition. There were no adverse consequences to the patient.

Manufacturer narrative:
Product remains inside patient.

Event description:
During a procedure performed to treat a dissection of the high cervical left internal carotid artery, two stents were placed overlapping one another. However a minor filling of the dissection flap remained and the physician attempted to advance a microcatheter over a guidewire for further treatment. However, the subject device became tangled with the struts of the stents. The physician was unable to untangle the subject device and the distal end broke inside the stents. The stents and the subject device were removed using a snare and removed through the abdominal aorta. The stents and the fractured segment of the subject device became lodged and remain at the aorto-iliac bifurcation. Two new stents were placed to repair the presenting condition. There were no adverse consequences to the patient.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. There is no indication from the information that the reported event is related to product specification nonconformance. From the information available, it is believed that the reported distal end break was caused by device interaction with another device.